Event description:
The doctor reported the implant was removed due to loss of osseointegration 22 months since the date of surgery. Bone type observed in the are were both type 3/4. During the surgery, no significant findings were observed. Patient has recovered since.